Manufacturer narrative:
Summary of evaluation: evaluation could not be performed, device not returned to howmedica rutherford.

Event description:
After snapping the insert into the baseplate, there was visible motion of approx 1/4mm. The insert was implanted in the pt.